Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the user interface / pump head module signal harness assembly. This condition had the potential to interrupt therapy. This occurred after the device was received by baxter while servicing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged user interface / pump head module signal harness assembly. To correct the condition, the user interface / pump head module signal harness assembly was replaced. If any additional information is received, a follow up MDR will be sent.